Event description:
Rptr states that the device has been propelling itself at a rapid pace without her control. The rptr states that the device will also stop suddenly without her control. No injury has been sustained as a result of this occurrence, however she ran into her grandson on one occasion. The rptr is planning to have her health insurance pay for the evaluation and repair of the device.